Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to light moisture damage to the keypad traces. No button error alarms noted. Insulin pump received with minor scratches on the lcd window. Insulin pump received with cracked battery tube threads.